Event description:
It was reported that a patient had a glaucoma shunt implant in the right eye on (B)(6) 2012. On (B)(6) 2014, the 28 months post-op, the tube was exposed. Scleral patch was applied. It was reported that on (B)(6)2014 the patient recovered from the event. No patient injury was reported. On (B)(6) 2015, the 32 months post-op, the tube was exposed. Scleral patch was applied. It was reported that on (B)(6) 2015 the patient recovered from the event. No patient injury was reported. On (B)(6) 2015, the 34 months post-op, the tube was exposed. The tube was cut and removed. No patient injury was reported. There was no report of best corrected vision acuity (bcva) decrease. There was no associated patient injury.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data - there was a typographical error in the initial report with regards to name of the doctor "(B)(6)". The correct name should be "(B)(6)". All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Though follow-up, it was learned that on (B)(6) 2015, the tube was removed and on the same day, the patient recovered from the event; tube exposure. By the end of may (after removal of the tube), intraocular pressure (iop) increase was observed therefore on (B)(6), trabeculectomy was conducted. After that, a wound dehiscence occurred and intraocular pressure (iop) went down to 5mmhg. On (B)(6), conjunctiva was sutured. However, iop increased again so on (B)(6), a surgical bleb reconstruction procedure was performed. To date, patient iop is stable at high teen. As the tube is already removed, no additional information can be obtained from the doctor. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The manufacturing records for the baerveldt shunt were reviewed. The device history record for the baerveldt shunt found that there were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. The review of the production order for this serial number, found there were no non-conformances or was an assignable cause identified. The documentation showed that the production order was manufactured according to specifications. The shunt was manufactured according to specifications prior to release. All pertinent information available to abbott medical optics has been submitted.